Manufacturer narrative:
Associated medwatch-reports: 9610612-2019-00832, and 9610612-2019-00833. Manufacturing site evaluation: the components were available for investigation decontaminated, including one of the broken off "legs" (retaining clamp). Internal notification number: 100024512, 400451670, 400451671, and 400451672. Device: reference code: gk373r. Device name: inner tube w/handle for gk372r. Serial number: n/a. Batch number: unknown. UDI device identifier: (B)(4). UDI production identifier unknown. Basic UDI-di n/a. Unit of use UDI-d:I (B)(4). Manufacturing date unknown. Reference code: gk370p. Device name: shaft only f/modular. Monopol.electr. Serial number: n/a. Batch number: unknown. UDI device identifier: (B)(4). UDI production identifier unknown. Basic UDI-di n/a. Unit of use UDI-di: (B)(4). Manufacturing date unknown. Reference code: gk384r. Device name: ceramic electrode tip l-hk. F/gk372r. Serial number: n/a. Batch number: unknown. UDI device identifier: (B)(4). UDI production identifier: unknown basic UDI-di n/a. Unit of use UDI-di: (B)(4). Manufacturing date: 03.2019. Failure description: the instrument is in a used condition, the four retaining clamps at the distal end are broken off. Only one clamp was provided for investigation. Investigation : vigilance investigator carried out the pictorial documentation visually1 and microscopically2. All four retaining clamps are broken off. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review : the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause : based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale : the analysis of the fracture pattern illustrated a forced fracture due to overload during handling or reprocessing. No pores, inclusions or foreign bodies could be found on the point of rupture. Therefore, we exclude a material or manufacturer related error. Corrective action : according to sop (B)(4) (corrective action and preventive action), a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with inner tube with handle for gk372r. It was reported that during a laparoscopic surgery, device gk373r, legs broke off inside of the patient. An x-ray was done to locate the broken pieces in the patient. Two of the four legs were located. It was noted that the surgery was completed and after additional x-rays the facility was unable to verify whether the other two legs were removed from the patient. There have been no further interventions and no patient complications since the surgery completion. This incident did cause a 30-45 minute delay in surgery. Additional intervention required of x-rays and search for product. The adverse event is filed under aag (B)(4). Associated medwatch-reports: 9610612-2019-00832 (400451671 gk370p), 9610612-2019-00833 (400451672 gk384r).